Event description:
On (B)(6) 2016, information was received from a consumer regarding a (B)(6) year-old, female patient who was receiving an unknown drug via an implantable pump for non-malignant pain and failed back surgery syndrome. On (B)(6) 2016, the patient heard the pump alarming every 5 minutes. The patient wanted to know how to turn the alarm off. The "battery went dead" and the patient wanted it removed. The patient reported there was "nothing" on the pump. The patient was currently without a managing physician. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.